Event description:
Boston scientific received information that while the patient with this right ventricular lead was on holiday in (B)(6); the lead fractured and the patient collasped from a syncopal episode and was rushed to the hospital where they a competitor device was implanted on the right side. The lead remains implanted. No additional adverse patient effects.

Manufacturer narrative:
The right ventricular lead remains implanted and was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.